Manufacturer narrative:
(B)(4). Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent a posterior colporrhaphy procedure on unknown date between (B)(6) 2001 and (B)(6) 2002 and the mesh was implanted utilizing overlay technique. It was possible that postoperatively, the patient experienced vaginal lump sensation, constipation, defecation difficulties and dyspareunia along with partner¿s feeling scratching sensation during intercourse. The patient possibly experienced vaginal discharge, atrophic vaginitis or recurrence of posterior vaginal prolapse. The patient possibly experienced a mesh erosion into the vagina and was treated with either topical vaginal estrogen or mesh trimming in clinic. It was possible that the patient was taken back to the operating room for mesh excision and repeat posterior colporrhaphy without mesh. Additional information has been requested.